Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy, and customer changed the cartridge and successfully resumed insulin therapy. Customer¿s blood glucose (bg) level was 185 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.